Event description:
It was reported that during a cervical corpectomy revision at c2-c5 to c2-c6 due to a recurrent tumor, the surgeon removed the cervical plate and 4 screws. On the last of the 4 screws to be removed, the flange on the screw broke as it was being removed. The surgeon used the conical extraction screw to remove the screw with the broken flange. The tip of the extraction screw broke off into the screw and the surgeon had to cut the screw with a burr, to be able to remove the plate. The surgeon then used vise grips to remove the remaining portion of the screw. He decompressed the tumor and revised the patient to another cslp-va plate and synmesh cage to extend the construct caudally to c2-c6. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. (S) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The part was received, however, as the screw is so badly damaged no meaningful evaluation is possible. The top flange has been cut off and split open and the tip of the extraction screw is still embedded in the screw recess. The product development evaluation revealed that the tip has broken off the conical extraction screw. The fracture surface is homogenous which indicates material uniformity and there are no signs of other damage. The shaft of the screw with the tip was returned but is very badly damaged and the tip of the extraction screw is not discernable from the base screw material. As there are no indications of any manufacturing or design related issues, the complaint is considered invalid. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 12/20/2011. The part was not received, no evaluation is available.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Patient age at time of event was in mid-20s. The part was received, no evaluation is available. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn. Placeholder.